Event description:
Case study report from the journal of arthroplasty, vol 24 no 7 october 2009 indicated that a pt was revised because of a fractured stem. It was reported that the pt stumbled and complained of intense pain. X-ray showed the stem fractured within the sleeve.

Manufacturer narrative:
This complaint is still under investigation. Deputy will notify the FDA of the results of this investigation once it has been completed.